Event description:
According to the available information, the balloon burst on a prostatic catheter.

Manufacturer narrative:
Checking the quality databases revealed one non-conformity in relation to the described defect and a corrective and preventative action is ongoing. We received 5 sealed samples. Balloons were inflated with 50ml of osmosis water and stay inflated for 48 hours. No defect was observed. No defect on the balloon part was observed on the received catheter. The information reported by the complaintant is very limited. We do not know if the balloon burst during pretesting or during use. Similar incidents of balloon burst for the same item number over the past 4 years revealed 5 similar cases.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, when inflating the balloon with water for injection (approximately 40ml), the balloon bursts.